Event description:
Customer alleged blood glucose results of 84 mg/dl and 244 mg/dl when tests were performed within 1 minute on the compact plus system. Customer reported having no symptoms and self-treated with cereal and sugar. A request was made for the return of the suspect device and replacement product was sent.